Event description:
It was reported that the patient presented for an implant procedure of the right ventricular (rv) lead. During the procedure, prior to implanting the lead, the physician noted that the insulation thickness did not seem to be uniform along the length of the lead. The procedure was completed successfully with a replacement lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation along the lead body did not seem to be uniform thickness was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies.